Manufacturer narrative:
Model number/catalog number: 72400098, serial number: n/a, batch/lot number: 1100412169, model/catalog description: control pump fgs, unique identifier (UDI)#: (B)(4), model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100483201, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI)#: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration is acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed, and migration is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an artificial urinary sphincter (aus) was not functioning due to lateral dislocation of the cuff within the urethra, as identified during a medical examination. A surgical procedure was performed to relocate the cuff. No further complications were reported.